Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. At this time, it is unknown if the reported failure is related to procedural issues, medication non-compliance/resistance, or a silk road medical device failure, hence, the event will be reported out of abundance of caution. Silk road medical will continue to monitor for occurrences of similar events. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that after the completion of a left transcarotid artery revascularization (tcar) procedure, the patient was not moving their right side during the neurological exam. Imaging performed revealed that the patient had an anatomical condition that limits blood flow and supply between hemispheres due to no anterior or visible posterior communicating blood circulation (isolated hemisphere). Additionally, imaging also revealed plaque prolapse in the stent. It was also reported that sluggish flow reversal was noted during the procedure. The enroute transcarotid neuroprotection system IFU warns: "consider severe disease of the contralateral arteries and ipsilateral posterior arteries which may affect adequate cerebral blood flow during flow reversal." The physician determined the event to be a combination of a watershed and an embolic event possibly potentiated by prolapsed plaque. However, at this time it is unclear if the reported event is due to the patient's underlying condition or a possible silk road medical device failure, hence the event will be reported out of an abundance of caution.